Event description:
Pt in ep lab for placement of micra pacemaker. After deployment of micra pacemaker at 1306, rhythm changes were noted and pt became unresponsive. External temporary pacing was initiated. Echo was notified for stat echo. First dr proceeded to perform a pericardiocentesis. An effusion was noted on echo thought to be secondary to perforation from micra pacemaker deployment. Second dr scrubbed into the procedure to assist.